Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple intermittent elevated blood glucose (bg) levels of up to greater than 350 (mg/dl). Reportedly, customer experienced ketones determined to be dangerous and/or life threatening for one of the events. Customer administered manual injections to treat the bg levels, and was assisted by their health care provider with administering one of the injections. Customer indicated that they will revert to manual injections for diabetes management.